Event description:
Caller reported a malfunction on the pump, which led to their blood glucose level exceeding 500 mg/dl, although the specific value remained unknown as the display simply showed "high." The caller addressed the high glucose reading with a correction injection using multiple daily injections (mdi). They did not require assistance from a third party. The tandem customer support team decided to replace the pump and instructed the caller on the use of a return box for the defective device along with setting the pump into storage mode before returning it. A replacement pump with updated software was sent to the customer, accompanied by available training in their tandem source account. The caller was advised on necessary steps upon receiving the new pump and acknowledged the instructions provided.